Event description:
During the preparation stage of a coronary drug eluting stenting treatment procedure the stent broke in half. The device was pulled out of the package and the stylet removed. The stent was found to be broken in half. The package box was reported to be in good condition.